Event description:
The hcp reported the patient was experiencing withdrawal symptoms and there was a volume discrepancy. A roller study was done that demonstrated the roller to be turning as it should. A catheter dye study was not successfully completed as the hcp was unable to aspirate. The patient had back surgery and the surgeon suspects damage to the catheter may have been done. The patient was treated with oral baclofen and the pump will be programmed to minimum rate. A follow up report will be sent when additional imformation is received.